Manufacturer narrative:
Infection - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent an umbilical procedure in 2009. The patient developed an infection with green drainage from the umbilicus noted about 1 month post op. Although the device was placed in the extraperitoneal space, the surgeon opined that the patient might have developed an enteric fistula. On exploration, the surgeon found a wound infection, no fistula, and a piece of mesh device which was removed. The patient was treated with antibiotics.